Manufacturer narrative:
Results: eval of the returned product confirmed the reported issue are revealed that the pt access panel side b, slider body is open. (B)(4).

Event description:
Customer reported side panel b zipper will not remain closed when an attempt is made to secure it shut. The date when the issue was discovered is unk. No pt incident or injury was reported.